Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold had been increasing and measurements were noted to be high. No intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.